Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) senses and (B)(6) hospitals, (B)(6) due to chronic pelvic pain and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress incontinence, incomplete bladder emptying, urinary frequency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an unknown gynecare product and an unknown non-gynecare product was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.